Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 11/12/2013 with the following findings: a review of the pump¿s history showed evidence of loss of prime alarms; however there was no evidence of a load step malfunction. The pump powered on normally during testing and was able to load a cartridge correctly. The force sensor was found to be in calibration. The pump cover was opened and no defect was found to the force sensor. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (load step malfunction) issue. The reporter stated that the pump was having several small prime volumes. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.